Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pressure was incorrect.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the insufflator was received with the warranty seal broken. The calibration sticker on the back of the insufflator indicates it is overdue for calibration because the due date is (B)(6), 2005. The insufflator was visually inspected for physical damage, and none were seen. The insufflator was then visually inspected for burnt/damaged components on all pcba's and none were seen. In addition, all the cables were properly seated. Functional inspection: testing was performed to replicate the complaint and is mentioned below. The insufflator underwent 20 power cycles. Per each power cycle, the insufflator performed a device check (verifies proper function of electronics, sensors, and valves). No error messages or issues were observed during testing. After 1 day of burning in the insufflator, it was noticed that the actual pressure was off. An error code appeared on the screen when performing an offset calibration on the low pressure unit. The actual pressure was off. In addition, the insufflator was overdue for calibration. The root cause for the pressure being wrong is due to low pressure unit issue and the insufflator was overdue for calibration. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the pressure was incorrect.